Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was intermittently incorrect; cause was unknown. Reportedly, customer corrected the pump time to address the issue. Customer's blood glucose ranged from 85 mg/dl to 278 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.